Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric into the small bowel during an endoscopic ultrasound-directed transgastric ercp (edge) axios stent placement procedure performed on (B)(6) 2022. During the procedure, the stent moved out of its implant position, and a fixation device was used on the stent. The axios stent was removed from the patient, and the perforation was closed. On (B)(6) 2022, the patient was sent to surgery for washings and diagnostic laparoscopy after developing leukocytosis and pain. Computed tomography (CT) of the patient's abdomen showed an oral contrast leak through the gastric remnant and a small amount of free air or fluid. Reportedly, the patient was not administered any type of medication normally taken, even if stopped in preparation for the procedure or if they were expected to resume following the procedure, such as antiplatelets, anticoagulants, immunosuppressants, or steroids. The patient was admitted to the hospital beyond the standard days of care, but she was not confined in the intensive care unit (ICU). The patient's vital signs were reported to be stable.

Manufacturer narrative:
Block a2: the patient's age is 60.7 years. Block a4: the patient's weight is 146.8 lbs. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf patient code e1006 captures the reportable patient complication of bowel perforation. Imdrf patient code e0311 captures the reportable patient complication of high white blood cell count. Imdrf patient code e2330 captures the reportable patient complication of pain. Imdrf impact code f22 captures the unexpected diagnostic laparoscopy performed. Imdrf impact code f19 captures the surgical intervention performed for washings. Imdrf impact code f08 captures the prolonged hospitalization of the patient. Imdrf impact code f2301 captures the additional device to remove the stent.